Event description:
Perforation by positioning the map-it pv-catheter (atp) in laa. Pericardial effusion. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)